Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. G2: foreign: event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately 12 years post implantation due to instability, pain, and subluxation of implant. The collateral ligaments became dysfunctional. Attempts to obtain additional information have been made; however, no more is available.